Event description:
Information received indicates the right foot caster was ratcheting but still locked in the brake position.

Manufacturer narrative:
The technician replaced the caster to repair the bed.